Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not turn on. Per good faith effort (gfe) response, it was determined that the battery required a replacement. A philips authorized service provider (asp) went onsite and replaced the battery. The philips asp replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).